Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd integra contained foreign matter. The following information was provided by the initial reporter: "patient's husband states that the injection syringes don't release medication easily without being wiped with an alcohol swab. He has to clean the tip of the needle with an alcohol swab before drawing up the medicine because he believes there is debris or something on the tip of the needle making it impossible to draw up the medicine." A external evaluation is required for (B)(4) ¿ withdrawing difficulty. Bd syringe: plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch). Bd syringe lot numbers: 2263811. (B)(4) awareness date: 23 jan 2024. Patient's husband states that the injection syringes don't release medication easily without being wiped with an alcohol swab. He has to clean the tip of the needle with an alcohol swab before drawing up the medicine because he believes there is debris or something on the tip of the needle making it impossible to draw up the medicine.

Manufacturer narrative:
Pr 9603547¿ follow up MDR for device evaluation since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
No additional information